Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters upn: m365db9218550 model: db-9218-55 serial: (B)(6) batch: 7053747.

Event description:
It was reported that the deep brain stimulation (dbs) patient noticed an increase in her tremor most likely due to high impedances observed on two electrodes. The patient is implanted with non bsc leads. The physician replaced the implantable pulse generator (ipg) ipg and lead adapter.

Manufacturer narrative:
Analysis of the returned ipg revealed normal device characteristics during both visual and functional examinations. All impedance measurements for each port were within the expected range. However, a review of the impedance log indicated that two active electrode channels in the patient profile developed high impedances. This issue is known to have contributed to the intermittent stimulation experienced by the patient. X-ray inspection of the returned lead adapter revealed that electrodes 1, 2 and 3 of the distal end had a fractured cable at the weld nugget. This type of damage typically occurs when excessive tensile force is exerted onto the adapter. No cables are exposed at the damaged portion of the adapter. A review of the labeling identified several potential risks associated with the dbs system. These include failure or malfunction of any device component, such as battery leakage or failure, lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and breaches in lead insulation. These issues may or may not necessitate device removal or replacement. Additionally, other risks include loss of adequate stimulation, which can lead to a worsening of disease symptoms. This may result from factors like loss of stimulation, changes in medication, surgery, or illness. In rare cases, worsening symptoms could escalate into a life-threatening crisis, presenting with symptoms such as mental status changes, fever, and muscle rigidity. Other associated risks may include weakness, muscle spasms, shaking, restlessness, or movement difficulties.

Event description:
It was reported that the deep brain stimulation (dbs) patient noticed an increase in her tremor most likely due to high impedances observed on two electrodes. The patient is implanted with non bsc leads. The physician replaced the implantable pulse generator (ipg) and lead adapter.